Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the leadless pacemaker exhibited failure to capture, low sensing and high pacing impedance. X-ray imaging showed that the device had dislodged and was caught in the tricuspid valve. The patient presented for a device replacement procedure. Valve regurgitation was noted as a result during the retrieval procedure. The device was successfully retrieved and replaced. The patient condition was stable throughout procedure.